Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported the patient was unable to adjust stimulation and saw a ¿call your doctor¿ icon on their programmer along with a power on reset (por) message. It was later reported the patient¿s por was cleared on (B)(6) 2013 over the phone with the patient. It was stated the type of por seen was a ¿call doctor¿ and they didn¿t remember exactly but the problem was resolved. It was noted the patient was receiving effective therapy and had pain relief.